Event description:
I had essure implanted in 2008. Approximately 4 years later I started developing a rash. I had skin testing and dermatology pathology testing to conclude I have developed a gold allergy. I later learned that essure contains gold in the device. I recently had a hysterectomy to have essure removed.